Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. Visual examination of the second reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during the laparoscopic gastric sleeve procedure, the device would not fire. All the devices had the same problem. They fired the first 5-10 staples then stopped. Reinforcement material was used. The surgical time was extended 30 minutes or more due to the changing of magazines and handles. The patient is alive and has no injury.